Manufacturer narrative:
Investigation of the complaint product indicates that the catheter tubing was sharply kinked which most likely led to premature failure of the device. It is reasonable to conclude that the failure is not related to manufacturing. A full report has been sent to the customer.

Event description:
The primary rn noticed moisture under the PICC line dressing. The catheter was discovered to be leaking approximately 2cm distal of the skin reference mark. There was no harm to the infant.